Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that there was a loss of image. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: powered off during a case. Probable root cause: sk28 electrical design, sdc3 mechanical design, manufacturing nonconformity, use error. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that there was a loss of image. The procedure was completed successfully.